Event description:
Philips received a complaint from a technician, reporting that the v60 ventilator was not charging. There was no patient involvement when the issue occurred. No patient or user harm reported. The service technician reported that the v60 ventilator was not charging. The technician requested and was provided with the part number for a replacement power supply, and power management (pm) board. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that device would not be repaired, and would be removed from service. No further details were reported. In the event that that new information is provided, the complaint will be reopened to update the investigation.